Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device might not be functioning. They had given their healthcare provider documentation several years ago and wanted the documentation before they contacted their urologist for the next step if they needed a replacement.